Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy- birth - no complication/ pregnancy (stillbirth)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage); miscarriage') in a (B)(6) year-old female patient who had essure (batch no. B66021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. Concurrent conditions included amenorrhea. Concomitant products included azithromycin from (B)(6) 2018, ethinylestradiol; norgestimate (sprintec) from (B)(6) 2014, levonorgestrel (mirena) from (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, promethazine from (B)(6) 2014 and sulfamethoxazole from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), psychological trauma ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and menorrhagia ("menorrhagia"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (dilatation and curettage). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, anxiety, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, cystitis, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 5 coils were visualized in the uterine cavity. Patient has received treatment for event bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/ bilateral occlusion. Pathology test - on (B)(6) 2018: uterine contents: decidua with chorionic villi (products of conception). No malignancy identified. Pregnancy test urine - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2014: iud in endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received: newly added events - bladder problems, urinary problems, bladder infection, uti, vag. Infection, vag. Discharge. Rcc comment added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.